Event description:
It was reported that the device was replaced due to normal battery depletion. During the battery replacement, the health care professional ("hcp") unscrewed the battery from the lead and attempted to separate the two. The hcp reported that the hex nut on the battery would not release from the battery after unscrewing it. After unsuccessful attempts to separate the lead from the battery, a full implant with a new lead and battery was performed. It was reported that the patient was "doing well" with the new lead and battery.

Manufacturer narrative:
(B)(4). Reason for late MDR due to implementation of process improvement. The stimulator and lead have been returned to the manufacturer for analysis. A follow-up report will be sent when the analysis is complete.